Manufacturer narrative:
Additional information can be found.

Event description:
Additional information received that the infusion rate changed unprompted and the device also stopped the infusion before it was programmed to do so. There was no injury to the patient.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device the reported complaint cannot be confirmed and a cause cannot be determined.

Event description:
A medsun mandatory medwatch report was received on 11/4/2019 that stated the following: ¿IV pump had blood transfusion going. Rate was increased from 125 ml/hr to 160 ml/hr. Approximately, an hour after infusing, the pump rate returned to 125 ml/hr. The rate was then reprogrammed back to 160ml/hr. Also, initially when pump was set up for blood transfusion the volume was set for 350 ml. The pump stopped the blood transfusion early and the volume had to be reset. The original intended procedure was that the pump is to run at rate and volume set.¿ the event occurred on an unspecified date in (B)(6) 2019 at the hospital. Upon further query, the following information was provided from the customer stating that the setting of the device were increased from 125ml to 160ml/hr. The customer does not test at their facility. An IV pump team out of (B)(6) takes the pumps when they have issue. No follow up regarding the incident was received from them. It was also reported that the event occurred during therapy and there was no alarm reported by the nurses. There was no adverse event, there was a slight delay in blood administration and there was no medical intervention necessary.